Manufacturer narrative:
The device has been returned and an investigation using a new battery, retained test strips (lot no: 0923219) and retained control solution (lot no: 9f3p11) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. It should also be noted: a review of the meter's internal memory log failed to locate the reported result.

Event description:
Customer's wife reported that 2010, the first time customer used his freestyle freedom lite blood glucose meter, customer received a result of 126 mg/dl. It was further reported customer then self-administered insulin (amount taken was not provided), then stood up to go to the restroom and loss consciousness. It was additionally reported customer experienced vertigo and his "tongue was hanging out of his mouth". Customer denied third-party emergent medical intervention, but self-treated with peanut butter, candy and juice. He then self-presented to his healthcare provider, was diagnosed with hypoglycemia, but did not receive any treatment. Lastly, it was reported customer has a co-morbid diagnosis of hypertension and is on approximately 15 different medications, including one, (not identified) for his heart. It is unknown if any of the medications he took were an attempt at self-treatment for his hypoglycemia. There was no report of death or permanent injury associated with this event.